Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional (hcp) reported that a patient was injected into the jawline with 1cc of juvéderm® volux¿ xc a week later the patient was presented with right chin redness, swollen, tenderness and it was warm to the touch. Since the patient is also a healthcare professional, they prescribed themselves augmentin and prednisone when the symptoms 1st appeared. Healthcare professional additionally reported that a patient was injected with 1 cc of juvéderm® volux¿ xc into the supra periosteum. The patient developed erythema and 2 induration and warm to touch noted to deposit site of filler on the right lateral mentom. The hcp stated that there is a differential by acute infection vs. Early onset inflammatory reaction. The patient self-prescribed themselves of augmentin and prednisone. Also, the hcp provided rx for clarithromycin 500 mg, bid for 2 weeks. The symptoms have not been fully resolved.